Event description:
It was reported to philips that system unable to expose due to image disk error on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service bypassed the hard disk and reconstructed data using hard disks 459800544343, 459800544292, restoring functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).